Event description:
It was reported that an ilet user experienced sustained hyperglycemia after travel and a full supply change, with a confirmatory fingerstick blood glucose of 555 mg/dl. Troubleshooting identified a potential infusion site issue with a steel 6 mm contact/detach infusion set, and the user was guided through a site-only change and tubing fill before resuming insulin therapy. Symptoms included hyperglycemia and polyuria. Outcomes included recovery without hospitalization, with a subsequent blood glucose of 174 mg/dl. Investigation included user interview, blood glucose confirmation, and guided infusion site replacement. Investigation of this case revealed resolution after site change, consistent with an infusion site or set performance issue, though the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.